Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 contained 12 malfunctioning mini drawers, which were both opening and locking too rapidly. This malfunction was traced back to a broken tablet responsible for securing the sensor of the mini drawer control unit. The field service engineer replaced the control unit to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the 12 mini sub drawers of drawer 3 were not functioning correctly. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.